Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room for a generator changeout due to normal elective replacement indicator, externalized conductors were observed. No electrical anomalies were detected. No resolution was suggested or performed. The patient was in stable condition after the procedure and will continue to be monitored.

Event description:
Additional information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022 due to externalized conductors and oversensing. There were no patient consequences.